Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the charge coupled device unit that was damaged by application of physical stress to bending section during user handling of the device. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscopic image" "- when inserting the endoscope through the mouth, place the mouthpiece (ma-651) in the patient¿s mouth as necessary before inserting the endoscope to prevent the patient from accidentally biting the insertion section. Biting the insertion section may result in a break in the cable or malfunction of the light guide. - inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Correction to h10 for information inadvertently left out. The following non-reportable malfunctions were found during the device evaluation: the distal end was scratched, the vent valve was turned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event. The bending section was bitten by the patient which led to angulations issues. A short circuit was generated during the angulation of the device which caused image issues, such as vertical lines. The image problem reported by the customer appeared because of the deformation of the bending tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report there was a dent in the distal end of the scope and the image transfer was impaired. The malfunction was found during reprocessing following an unspecified procedure. The customer also reported a loose contact was possible because the patient bit the distal end. There was no report of patient harm as a result of the event. This medwatch report is being submitted for the image issue.